Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been eval. No conclusion can be drawn at this time. Further nfo will follow info once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 319 mg/dl. It was stated that prior to the hospitalization, the customer woke up with high blood glucose and was vomiting. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test. The programming was correct.